Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 30ml ll s/c 56 plunger was cracked before use. There were 7 different occasions. The following information was provided by the initial reporter: verbatim: bd 30ml syringe luer lok tip (302832) plunger defect. Jan-24 nuraqilah: customer is not exposed to the cytotoxic drugs, they discard the defect syringes and open a new syringe for drug preparation. The return defect sample is not contaminated. Customer has discard the contaminated sample and only return the non-contaminated sample to bd to inspect.